Event description:
A malfunction alarm identified as alarm 20 was reported during the pumping process. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, enabling the resumption of insulin therapy successfully. No prior reports of similar issues with the pump were recorded.